Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence and urethral atrophy under the cuff. The aus is currently implanted, and the replacement surgery is already booked. There were no additional patient complications reported.